Event description:
It was later reported that at the pump refill a volume discrepancy was discovered. The actual residual volume was 40ml and the expected residual volume was 4.4ml. In (B)(6) 2012, the actual residual volume was 20ml and the expected was 10ml. At the time of the current refill the patient was not having any symptoms but it was noted that they had been without drug for several months. The patient had lower extremity spasticity and was ambulatory. The patient was prescribed oral baclofen and was sent for x-ray to determine if there was a catheter issue. It was noted that the patient had two 2 episodes of unremitting migraine headaches that the patient had to be hospitalized for. Once in the fall before the last refill and once in (B)(6) 2013. The patient was also treated for a uti in (B)(6) with steroids. It was also noted that the patient had an MRI last fall and did not have the pump checked afterwards. The device system was used to deliver lioresal. It was later reported that there was a catheter tip displacement. The distal segment of the catheter had dislodged/migrated and was occluded. An MRI/xray/CT scan on (B)(6) 2013 showed that the catheter was displaced from t8-t9 to t11. A catheter revision/replacement was performed on (B)(6) 2013. The patient symptoms included increased spasticity and headaches. The patient outcome was reported as recovered without sequelae.

Event description:
The patient reported she experienced an under dose. The patient stated that she had a bad headache the day prior. The patient experienced prickly feelings in her hands and feet, and her left leg "won't walk." The patient had a fall one week ago, and fell backwards. The patient stated that with multiple sclerosis, she fell a lot. The patient had an appointment to see the follow-up physician on (B)(6) 2012. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4). The previously reported conclusion code 67 no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).